Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. No image was present when the scope was connected and switched on. Error code e315 unsupported scope was evident on the screen. Fluid ingress was apparent inside the endoscope connector triggering the pink moisture indicators. Fluid droplets were also identified. It was unknown how the fluid had entered the instrument; however quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. Additional issues were found. The light cover glasses were chipped. The distal end adhesive was worn. The up/down/left/right angle had play. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use, two (2) evis lucera elite colonovideoscopes presented an e315 scope error message (no image) when connected to a tower. It was unknown if the procedure was completed, however, the subject devices were not used in the procedure. There was no surgical delay. The devices had been inspected prior to use. No patient harm reported. This complaint is related to patient identifier (B)(6) (evis lucera elite colonovideoscope, cf-hq290l).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the error message was displayed because water invaded scope-connector by the user handling which led to abnormality of electrical parts. The following is included in the instructions for use (IFU): "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." "Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.